Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose levels. The customer states the device had gone into threshold suspend. The customer's blood glucose level was 114mg/dl, and their sensor was 40mg/dl. The difference was not within the acceptable range. The customer states they had calibration errors. Troubleshoot was conducted. The customer was advised to monitor the device.